Event description:
The patient had the side port of the pump accessed and was bolused with an "appropriate dose". Hours later, the patient became somnolent and went to sleep. The patient had a decreased respiratory rate and was not able to be awoken. The patient also had cognitive symptoms, hypotonia, and weakness. The patient went to the emergency room. The pump dose was lowered to 200 mcg/day from 260 mcg. Day; intubation was not done. The patient recovered without sequela. The device system was used to deliver compounded baclofen 2000 mcg/ml. It was noted that the physician suspected issues with the catheter/side port because, the side port was accessed and the patient was bolused hours prior to the event. It was also noted that there was "no problem with the procedure (done correctly)". The physician felt that the patient "clearly suffered from a baclofen overdose".